Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during spinal fusion surgery the surgeon was inserting a 8mm expedium screw and the quick connect poly screwdriver broke, leaving a piece of the driver inside the screw shank. The surgeon used a section of rod to helicopter out the screw. There was a surgical delay of fifteen (15) minutes. Fragments were generated and easily removed. There were no patient consequences. The procedure was successfully completed by removing the screw and fragments. This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 2 of 2 for (B)(4).